Event description:
During a redo atrial fibrillation procedure, a pericardial effusion occurred. After isolation of the pulmonary veins, a pericardial effusion was noted. The effusion was monitored and no intervention was necessary to resolve the effusion. The patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.